Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (case FDA-2014-n-0736-1787, awareness date 21-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer had essure implanted after the birth of her son. Upon insertion of the first coil her fallopian tube began to spasm. The physician informed this was normal and continued to force the coil into the tube. The pain was immediate. The implant of essure was so painful she was screaming. She was instructed to take xanax and vicodin per prescription by the physician. The next day she was still in pain and had vaginal heavy bleeding, not on her monthly cycle at the time. The physician stated that essure was perfectly placed. Just in the two weeks consumer had gained 15 pounds. He scheduled a laparoscopic surgery to see if they were intact. She was still in awful pain, and doctor couldn't help as there was no way now for removal. Her second opinion physician looked at the results and info about essure and determined that the coils had to be removed. He wasn't sure how much he would be able to save because of coil migration through the uterus. Consumer stated that the devices have left her with a hysterectomy at (B)(6). At the time of the report, she had severe skin sensitivity, sun sensitivity, weight gain, hormonal imbalances, hypothyroidism, chronic pain to the point of needing pain specialist, hypertension, depression, and anxiety. The essure left her tired and weak. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a coil migration through the uterus. She underwent a hysterectomy. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure. In the present case the exact date of the perforation is unknown. Consumer stated that her doctor determined that the coils had to be removed, and that the coil migrated through the uterus. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a coil migration through the uterus. She underwent a hysterectomy. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure. In the present case the exact date of the perforation is unknown. Consumer stated that her doctor determined that the coils had to be removed, and that the coil migrated through the uterus. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.